Event description:
A caller reported an occlusion alarm, and although the alarm number could not be verified in the pump history, the issue did not adversely impact the customer's blood glucose level. The customer experienced more than one occlusion event, each resolved by changing the infusion set and cartridge and resuming insulin. Additionally, a pump system check was to be completed by technical support.